Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Health care professional reported right side capsular contracture, baker grade IV. Device is explanted.

Event description:
Health care professional reported right side capsular contracture, baker grade IV. Device is explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: white calcification. Leak test and microscopic analysis was performed which identified: sharp opening on posterior and plug strap bond edge. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: sharp opening on posterior and plug strap bond edge assessed as an unidentified (tear) opening.